Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001110 number, and no internal action related to the complaint was found during the review. The issue reported by the customer regarding obstruction was confirmed since the conditions of the hemostatic valve could be related to the issue reported. It seems to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified hemostatic valve dislodgment. During the procedure, the dilator would not advance at all through the hemostatic valve of the vizigo sheath. The dilator would only bend. The sheath was replaced and the issue was resolved. The procedure continued. No patient consequences were reported. The sheath obstruction is not MDR-reportable. The hemostatic valve dislodgment is MDR-reportable.